Event description:
Customer was using bd syringe containing c-ketoprofen for topical application. Syringe was used about five times. Plunger rod stuck and medication squirted back into consumer eye. Medical attention needed. Consumer reported that eye is better but not perfect.